Event description:
The account alleges that the brake will not hold.

Manufacturer narrative:
The technician determined that there was no malfunction with the device. The nursing staff were not pressing the brake fully. Technician inserviced the nursing staff, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.